Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced angle closure, shallowing of the anterior chamber, pain, nausea, 4+ edema and poor vision. The icl was removed through the original incision but the incision was enlarged, sutures were not required. The lens was not exchanged for another icl, the patient will be having refractive surgery. The lens was damaged upon removal from the patient's eye. The reporter stated the cause of the event was most likely due to blocked pis and a too large icl.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with pieces torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop and narrowing of the angle. The icl was removed which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Enlargement of an incision may cause induced astigmatism, however, it is dependent on the length of the incision. When a lens is removed, incision is usually enlarged to a length that would not create any serious injury. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).